Event description:
It was reported that two set screws were firmly stuck into place in the screws and could not be torqued during a removal surgery. After attempting to turn the screws several time, the threads of both the screws and set screws were stripped. The physician cut the rod and removed the screws along with the rod which resulted in a 90 minutes extension to the time of the revision surgery. No adverse consequences to the patient were reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #'s 1526439-2014-10210, 1526439-2014-10211, 1526439-2014-10212, and 1526439-2014-10213.

Manufacturer narrative:
Preliminary visual inspection on (B)(6) 2014 reveals no functional problem with the polyaxial screws returned. The device is should be reported as concomitant. The device would not pose significant risk to the patient as there is no malfunction to reoccur, nor would it have contributed to the adverse events following the thread stripping of the set screws and shearing of the final tighteners of the initial medwatch submission. The event as it relates to the polyaxial screws is considered to be non-reportable.

Event description:
It was reported that two set screws were firmly stuck into place in the screws and could not be torqued during a removal surgery. After attempting to turn the screws several time, the threads of both the screws and set screws were stripped. The physician cut the rod and removed the screws along with the rod which resulted in a 90 minutes extension to the time of the revision surgery. No adverse consequences to the patient were reported.